Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered a fall several months ago. Subsequently, she began experiencing pain in her upper back at the lead site regardless of stimulation being on or off. The patient denies any redness or swelling. Reportedly, the physician prescribed muscle relaxers to no avail. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the entire scs system was explanted due to lack of effective coverage.